Event description:
It was reported that the battery drawer on the external pulse generator would not pop out. The caller requested part numbers for the battery drawer and button and these were provided. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.